Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 3 months prior, with unknown blood glucose levels at the time of the incident. The customer went as high as 600 mg/dl while at the hospital. The customer was given a sliding scale to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident and was taken off the pump at the hospital. Troubleshooting was not completed as the customer declined. The customer stated that they accidentally over bloused when they extended the dual wave bolus they had programmed from 2 to 3 hours. The insulin pump will not be returned for analysis.